Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. The customer contacted olympus technical assistance support (tac) via phone. Technical assistance center (tac) provided remote troubleshooting and a b30 scope communication error occurring across multiple towers/scopes using 190 series scopes. Tac instructed the customer to power down and unplug the towers, clean the scope connections with 70% isopropyl alcohol, and reconnect the scopes. After troubleshooting, another scope was connected and the error did not reoccur. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had b30 scope communication error. The issue was found during a set up procedure. There were no reports of patient involvement.